Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2021 as no event date was reported. Block h6: problem code a0501 captures the reportable event of rx tunnel detached. Block h10: investigation result: visual examination of the returned complaint device found the balloon had no damages. Microscopic inspection was performed and it was noted that the rx tunnel was detached and not returned, which confirms the reported problem. The catheter had some hits where the rx tunnel was located. Dimensional examination was performed to the outer diameter (od) of the catheter, and was measured in three sections; distal, medium and proximal. The three sections were within specification. This failure is likely due to the handling of the device, the technique used by the physician and normal procedural difficulties encountered during the procedure that could have resulted in the failure reported as per the same reason the catheter had some hits; therefore, it is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, a detached black rx tunnel was noticed inside the patient when a plastic stent was passed through the working channel of the duodenoscope, which was advanced over a guidewire. The detached rx tunnel was retrieved using a retrieval forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, a detached black rx tunnel was noticed inside the patient when a plastic stent was passed through the working channel of the duodenoscope, which was advanced over a guidewire. The detached rx tunnel was retrieved using a retrieval forceps. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.